Event description:
It was reported that, "right knee revision."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hospital and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-ray and medical records) was requested. Should device or additional info became available, the eval summary will be submitted in a supplemental report.